Manufacturer narrative:
This report is submitted on september 21, 2018. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced pain and headaches leading to device non use, resulting in the decision to explant the magnet (date not reported).